Event description:
It was reported that during the procedure, resistance was encountered while advancing the subject stent into a micro catheter and it got stuck at the proximal end. The subject stent unexpectedly deployed inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, resistance was encountered while advancing the subject stent into a micro catheter and it got stuck at the proximal end. The subject stent unexpectedly deployed inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9/h3 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the stent was not returned. The sdw was kinked bent. Functional inspection was not carried out as stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to be deployed. The sdw was also kinked bent. The as reported as well as the as analyzed stent delivery wire kinked/bent and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.